Event description:
After the implant procedure was completed, the patient developed a hematoma at the chest and neck incision site. Physician brought the patient back into the or, evacuated the hematoma, achieved hemostasis with an absorbable hemostat agent, and closed the incisions. Postoperative antibiotics were prescribed.